Manufacturer narrative:
.

Event description:
It was reported that the pt experienced a shocking or jolting sensation in the back following an MRI of the lower back and cervical area with the stimulation off. The pt felt the MRI damaged the implantable neurostimulator (ins) and "messed up the leads". The pt's doctor could not get stimulation to the shoulder and arm after the MRI only into the arm and write. The system was removed in 2006 or 2007. The pt reported that the area where the ins was implanted now has no feeling and the area where the leads were implanted gets swollen and the pt's back stays "folded up." Additional info has been requested, but was not available as of the date of this report.